Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: 2018. Additional suspect medical device component involved in the event: product family: artisan lead 70 cm, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16702443.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components will not be returned. No further information has been obtained despite good faith efforts.